Event description:
Customer reported receiving erratic readings on their fs lite meter. Customer reported receiving readings of 92 mg/dl and 371 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Additionally, she reported self-dosing off the "high" readings and while being at her doctor's office experiencing dizziness, diaphoresis and vomiting. Although she reported ending up in a hospital, no diagnosis or treatment for diabetes-related condition was reported. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.